Manufacturer narrative:
Other relevant device(s) are: product ID: b i71000158, serial/lot #: none. Product ID: bi71000159, serial/lot #: none. Product ID: bi71000503, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system at the site has damaged covers. There was no patient present when this issue was identified.